Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 50 mg/dl at the time of incident. Troubleshooting explained alarm and customer indicated that they have a back up plan. No further details given.